Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage on proximal and distal end struts. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 8.4cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-sep-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the very tortuous, calcified left anterior descending artery. A 2.75x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.